Event description:
The previously reported confusion was not considered related to the device or therapy.

Manufacturer narrative:
(B)(4)

Event description:
It was reported a patient had gastroenteritis. The patient was given an intravenous (IV) for hydration as an intervention. The patient was also given fioricet for headache; cipro 500 mg and flagyl 500 mg for possible clostridium difficile colitis; and vancomycin for drainage from lumbar incision. The patient also took norco for breakthrough pain. On 2014-(B)(6), the patient was having nausea, vomiting, diarrhea, ileus, aching legs, and headaches. Multiple falls were reported and the patient had a temperature of 100.7f. On 2014-(B)(6), therapy was suspended. Lab work showed a sedimentation rate of 70mm/hr; blood culture was negative; clostridium difficile colitis was negative; c-reactive protein was at 22.3mg/l; white blood cell levels were at 17.3x10^9/l. On 2014 (B)(6), the patient¿s headaches were improving and there was mild erythema to the lumbar incision. The diarrhea, nausea/vomiting, and mild ileus were resolved. Lab work showed the patient¿s white blood cell count was 8.1x10^9/l and c - reactive protein was at 3.2mg/l. On 2014-(B)(6), nausea, drowsiness, dizziness, and confusion were reported. Reprogramming was done to ¿increase the pump¿. It was also reported that this event was related to the implant procedure and unlikely related to the device or therapy. The event was reported to be on going. The pump was infusing morphine sulfate. Additional information received reported an infection of the lumbar incision.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the issue occurred at the incisional site/catheter tract in the lumbar site.